Manufacturer narrative:
Unit had unresponsive all buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify back light anomaly due to unresponsive button. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call the insulin pump backlight was not working. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.